Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implantation, the lens edge was cracked. There was patient contact, but no patient harm. The surgery was completed on the same day. The lens remains implanted. Additional information has been requested but is not available at the time of this report.